Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy. During an electromagnetic navigation procedure, every time the surgeon would navigate further into the patient anatomy, the accuracy instrument used would go from less than 2mm to greater than 10mm. At the end of the case while undraping, it was noted the patient had a large amount of metal their mouth, which may have contributed to the reported inaccuracy. The procedure was completed without the use of navigation. The reported issue did not result in a procedure delay. There was no impact on patient outcome. The issue resolution was confirmed during the call.